Event description:
The pt had recurrent myocardial infarctions 193 days after receiving a cypher stent. Testing revealed there was thrombotic occlusion. As reported in 2005 online interscience magazine, a pt treated with a 2.5x13mm boston scientific bms in the mid left cx, developed exertional angina approx 12 mos later and had diffuse 75% in-stent restenosis. The lesion was pre-dilated with a boston scientific cutting balloon followed by placement of a 2.5x13mm cypher stent. 193 days after treatment with the cypher, the pt experienced recurrent acute inferolateral st segment elevation mi. Emergency cag revealed thrombotic occlusion of the previously treated segment without angiographic restenosis. The pt was treated with gpiib/iiia inhibitors and balloon angioplasty. Pt was discharged 3 days later with a prescription to continue asa and plavix indefinitely.